Event description:
It was reported that the unit was returned for repair because the pre-run test could not be completed. No pt consequence reported.

Manufacturer narrative:
Date sent: 9/28/2007. Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the main pcb assembly to be replaced. The device was functionally tested, met all product requirements and returned to the customer.